Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump had a blown fuse and "won't turn". There was no reported injury to the patient.

Manufacturer narrative:
One cadd solis hpca pump was returned with damaged lens, cracked/bubbled downstream occlusion sensor (dso) seal and a cracked battery case. The device was tested using the power up process. The "blown fuse, will not turn on" issue was replicated. The main board was blown. The customer sent in 3 units with the same problem. It was suspected that there was a bad ac adapter at the customer's site. The main board will be replaced to resolve the issue.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.